Event description:
Patient was revised to address increasing metal ion levels (cobalt 141, chromium 61).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 11/10/2014- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, metallosis reaction, and metal debris within the cup. The cup was also revised, but for unknown reasons (no loosening or malpositioning noted) and while removing it there was a fracture of the acetabulum. Lab results from (B)(6) 2012 indicated high metal ions (above 7ppb) so the stem is being added for the high metal ions. The patient also experienced a fall (B)(6) 2012 causing a greater trochanter fracture that was repaired with two screws (unknown manufacturer). These screws were loose and removed during the (B)(6) 2012 revision. There was no mention of infection or dislocation during this revision. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is considered closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of device history records of the provided product/lot code combinations found no related manufacturing deviations or anomalies that would have contributed to the reported event. Review of provided medical records finds it is unlikely that there was a manufacturing fault. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.